Event description:
The family member called and stated that the pump did not beep when they tried to give a bolus. The customer disconnected from the pump and ran a bolus. At that time, the pump did give a beep. A few days later, the family member called back and stated that the pump does not beep. After confirming that the pump is correctly set up and replacing the battery, the anomaly persists. At that time, the family member was advised that a replacement will be sent. In addition, the family member was instructed to have the customer revert to manual injections per md protocol.